Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 6 main had a cubie failed in entire row e. A field service engineer successfully removed and installed new cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system experience full height cubie drawer failure. A customer has reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.